Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure the subject device had fogging and image problem. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 correction: d2a. The device was returned to olympus for inspection and the reported failure "image problem" was confirmed and image fogging was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken and therefore stripes in image & the image has shadows. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.